Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The device was implanted via l-p shunt to a (B)(6) male with inph on (B)(6) 2016. Since a shunt infection was suspected due to fever on (B)(6) 2016, the device and the lumbar catheter (manufactured by other company) were removed on (B)(6) 2016. During the removal, the abdominal catheter was found broken at the connection part with the valve, and it was left in the patient¿s body. The patient is currently being monitored and a revision is planned after the patient recovers from infection.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was at setting 7. The valve was hydrated for 24 hours. The valve was visually inspected: no defects were noted. The distal connector was visually inspected, no defects were note. No catheters were returned for investigation. If the catheter is returned in the future the complaint with be reopened and the catheter investigated. As the lot number is unknown it was not possible to verify the sterilization certificate. Review of the history device records was not possible as the lot numbers were unknown. No root cause could be determined due to insufficient information. The root cause for the broken catheter could not be determined as the catheter was not returned. If the catheter is returned in the future the complaint with be reopened and the catheter investigated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.